Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a fhl tendon transfer procedure whereby surgeon inserted a 5.5mm biotenodesis screw biocomposite into the calcaneus and said that the screw appeared cracked across the top of the screw head. The arthrex reference chart was followed for tendon size, drill size, depth, etc. The surgeon couldn¿t remove the screw so left it in to finish the surgery, although appreciating it was not ideal as appeared visibly cracked.